Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient stated that the alleged inaccuracy began on (B)(6) 2014 at 12:30 pm when he obtained blood glucose results of ¿103, 93 mg/dl¿ with the subject meter, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 20%. The patient manages his diabetes with oral medication (metformin) and insulin (lantus, 30 units in the morning if blood glucose is over 100 mg/dl) and stated he took his usual dose of lantus, in response to the alleged inaccurate result(s) obtained with the subject meter. The patient reported, 3-4 hours after the alleged issue occurred, he developed symptoms of ¿dizzy, sick to the stomach, sweaty, and nausea¿. Immediately after, the patient self-treated with ¿glucose tabs¿. The patient confirmed that he began to feel better about 1 hour, afterwards. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.